Event description:
Additional information was received, it was reported per decoded mdt file, patient recharged to 99% battery capacity on jan 9th at 16:56:08 and left therapy on and it got to 49% battery capacity on jan 10 at 05:51:57. Based on this battery depletion corresponds to the 1.1 days for energy check, since it took about 15 hours to deplete battery 50%. Pt mentioned that their controller froze on monday and they had to take the battery out of the controller to reset it. Pt said they were still working with their rep to see what the root cause of their issue was.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from a manufactures representative regarding patient's complaint. Rep reports there were no known causes of the ins being depleted after 3-4 hours and the controller battery being dead. Rep adds, they have not been able to fix any of this. Tech services said they¿d review the data log but then they had no answers. Patient's issues persist. The issues have not been resolved and rep suggests to patient to keep making notes of what¿s happening.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an external device and an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt suspects that they have issues with their battery. Pt stated that when they were at an appointment with their manufacturer representative (rep), the rep noticed that the controller's battery was dead. Rep found that odd as they had charged controller a few days prior to visit. Pt noted that a few days later that when they did not charge their controller overnight, the battery lost approximately 30 percent charge. Pt also inquired how much controller battery is needed to charge implant fully. Rep advised pt to call patient services (pss) to have issue noted and see if there is a problem. Pss reviewed battery expectations and that battery was working as to be expected, but if pt is concerned to monitor battery depletion rate and call back for further troubleshooting. Pt called back stating they called patient services because they were having issues with the controller; pt mentioned when they got the controller it was not charged. Pt was concerned that their controller will rapidly deplete. Since the last time they called they never left the controller unplugged from the ac power supply so they did not know if the issues persisted of the controller rapidly depleting. Pss advised to leave the controller unplugged for a few hours to see if the controller depletes in charge. During the call pt verified no damage to the controller battery compartment and controller battery. Pt reset their controller. Pt mentioned that all the brochures they read stated that they only had to charge once a week and that it should only take one hour to charge their ins but the pt had to charge almost every day and it would take them over an hour.; ps reviewed use of equipment and redirected pt to healthcare provider (hcp) if they have further concerns. Rep said she connected to patient's implant today and it showed patient recharged to 100%, but 3-4 hours later after recharge patient's implant battery would have been depleted. Per energy check the recharge interval should be 1.1 days. Patient is using 3-4ma with dtm programming. Patient has good impedance at 840-1100 ohms range. Rep will send the manufacturer the data file for analysis. Rep did add cycling today, which allowed recharge interval to be 4 days. Rep will still have patient document recharge information/data so that it can be compared to future manufacturer data files, to verify energy usage. No symptoms were reported.